Manufacturer narrative:
E1. Initial reporter phone:(B)(6).

Event description:
It was reported that stent dislodgement occurred. A 20 x 3.50 promus premier drug-eluting stent was selected for treatment. However, it was noted that the stent was early deployed outside the patient. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Device evaluated by MFR: promus premier ous mr 20 x 3.50mm was returned for analysis. A visual and tactile inspection identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A microscopic analysis identified there was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that stent dislodgment occurred. A 20 x 3.50 promus premier drug-eluting stent was selected for treatment. However, it was noted that the stent was early deployed outside the patient. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure.